Event description:
It was reported that the device screen was cracked on a hardware unit, and the caller was informed that the user is a minor who would need a legal guardian present. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included customer communication and preliminary triage for hardware damage. Investigation of this case revealed a broken or cracked display consistent with external damage to the device housing. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces.